Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was not returned for evaluation. Photos were provided for evaluation and could establish a relationship between the reported even and device, however a root cause could not be determined. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while using renasys touch canisters 800 ml & 300 ml, it was displayed in the screen, canister full troubleshooting despite not being practically full, detected after the procedure which lead to procedure delay. Other canister of the same batch were used and gave the same troubleshooting. The procedure was finished with a smith+nephew back-up device. No other complications were reported.